Manufacturer narrative:
Patient demographics has been requested, but has not been provided by the site. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found that the positioner controller would not hold the firmware and it requests re-home all the time. A new positioner controller was installed, invalidated home was completed a few times, and the issue was resolved. The software investigation found that according to log file, there were 302 presses of 'm' button between the period of 9:23am to 9:43am. None of these presses were long enough to complete the homing sequence. Statistics on duration of all button presses during the periods were 2 seconds in average with maximum duration of 58 seconds. This pattern in the log file is indicative of the button being not pressed firmly enough; slight shift of the finger can be enough to interpreted as release and fresh press of the button which will restart the homing sequence as described by the complaint. There also is a possibility that a faulty pendant may be the cause. If pendant is a culprit, this problem should be persistent until the pendant is replaced; system should be closely monitored for recurrence of the anomaly. A full imaging system check-out was completed and full system functionality was confirmed. No recurrence of this issue has been reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed "stand alone mode" and prompted the user to hold m for motion calibration. The m button was held for 10 minutes and the motion calibration was never successfully completed. Medtronic imaging was then discontinued and the procedure was successfully completed with a c-arm. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
Patient information provided. Patient age not available from the site as the patient was a trauma patient so there was no known age. A medtronic representative reported that the incident occurred after incision when they were ready to clamp just after exposure. The motion control box was returned to the manufacturer for analysis. Wag axis was tested for this box. The axis voltage and current measured was linear as expected. No problem was found. Log analysis found 302 key presses of insufficient length to achieve home. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: unique device identification (UDI) updated. Correction: device manufacture date updated to proper value.